Event description:
Customer claims unit disengaged without manual activation. In an attempt to prevent unit folding to the ground, two nurses sustained injuries: one dislocated the shoulder, the other strained the back necessitating time off from work.